Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem, age at time of event or date of birth and sex..

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. Reportedly, all pathology has come back negative for infection and sepsis. There were no additional adverse patient effects reported. The ra lead remains in service. It was reported that the patient with this right atrial (ra) lead was part of a system involved in a pocket erosion. Reportedly, the plan of action was to wait for longer term culture results. A debridement was planned and leave all components in place. There were no additional adverse patient effects reported. The ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem, age at time of event or date of birth and sex.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. Reportedly, all pathology has come back negative for infection and sepsis. There were no additional adverse patient effects reported. The ra lead remains in service. It was reported that the patient with this right atrial (ra) lead was part of a system involved in a pocket erosion. Reportedly, the plan of action was to wait for longer term culture results. A debridement was planned and leave all components in place. There were no additional adverse patient effects reported. The ra lead remains in service. Additional information indicates that this right atrial (ra) lead was part of a system revision due to infection and pocket erosion. The patient experienced confusion. There were no additional adverse patient effects reported. The ra lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. Reportedly, all pathology has come back negative for infection and sepsis. There were no additional adverse patient effects reported. The ra lead remains in service.